Manufacturer narrative:
(B)(4). Date sent: 7/10/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. The impact on the patient is incomplete treatment. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: please describe how the single probe was used and how the probe was repositioned in the patient? Was the system restarted? Does this site have any backup probes? If yes, was there any consideration to use another probe on the patient? How long was the probe activated during the procedure? Was this the first time the probe was being used? Does the patient have to return to the or to be re-operated on? If yes, when will the re-operation be completed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation is pending for the finished device lot number. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a microwave treatment of 3 tumor lesions in the same patient, the needle was automatically deactivated by the system after the 3rd treatment. The error message indicated that the needle has already been used, and therefore deactivated because the needles are for single use. The radiology technician disconnected and reconnected the needle on the same channel in order to make it work again. It didn't work, so she plugged the needle into another channel but without success. They then restarted the system but still without success. They ended up removing the needle from the patient with incomplete treatment.

Manufacturer narrative:
(B)(4). Since this occurred in france, there is no call home data available to review. No device will be returned to neuwave for further investigation. Potential cause unknown. A search of nonconformities (ncs) was performed for lot ml23028076. There were no observed nonconformities for this lot. Manufacture date: 2/1/2023. Expiration date: 10/31/2026.